Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a bleeding rash on her back. The patient had scoliosis and the rubbing of the electrode belt cables was contributing to the irritation. The patient saw her physician but was not provided any treatment. At the time of the last distributor follow-up the patient's irritation had not improved. The medical outcome of the irritation is unknown.